Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient via email. Patient stated they have a medtronic back stimulator that they want the battery removed because of pain. Dr. Massey from rwmc in scottsbluff ne said the patient have paddle leads and so the wires and battery have to be removed. Pt does not want the wires pulled out but want the battery taken out and was wondering of they can do this.

Event description:
2025-mar-25: information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they were having a lot of pain with the battery and they would like to have the battery taken out. Patient noted they did not use the stimulator anymore and did not need it anymore. The patient was redirected to their healthcare provider to further address the issue. Patient service provided patient nas phone number. Patient mentioned they had nerve damage on their left leg and that never stopped hurting so they put the battery in their left upper back and it had hurt ever since they put it in. 2025-apr-15: additional information was received from the patient. It was reported an xray of the battery was taken to see what end it had. No results wereavailable at this time. The cause was not determined. The patient wanted the device removed. The issue was not resolved. A doctor "remove the battery from left side of buttock. Lower back."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.